Manufacturer narrative:
Investigation summary: no product was returned for investigation. Hematoma: heparin held overnight d/t hematoma at impella site. It was unclear whether the hemostasis was achieved as per clinical details. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Ischemia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1951058 device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing high-risk percutaneous coronary intervention. The impella cp device was successfully placed. Following the procedure, groin angiography demonstrated distal perfusion; however, distal pulses were neither palpable nor detectable by doppler. Given minimal pulsatility and the ongoing need for hemodynamic support, the impella cp was escalated to an impella 5.5.